Event description:
It was reported that this lead was repositioned due to dislodgement two days post implant. Lead currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was repositioned due to dislodgement two days post implant. Lead currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating high capture threshold. Dislodgement was confirmed via x-ray,